Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the ventricular assist device (vad) and the controller (B)(6) were not returned for evaluation. Log file analysis revealed three (3) controller power up events recorded on (B)(6) 2020 at 19:02:29, 19:02:49, and 19:03:05, without an associated motor start event. The data point prior to the losses of power revealed that (B)(6) was connected to power port one with 25% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 25% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the initial loss of power. The controller was without power for a maximum of 44 seconds. A vad stopped alarm was then logged at 19:03:23, indicating that the pump failed to restart after several attempts. A vad disconnect alarm was logged at 19:13:27, indicating a physical disconnection of the driveline from the controller, likely during troubleshooting. Two (2) additional controller power up events and one additional vad disconnect alarm were logged between 19:23:40 and 19:24:58, likely during troubleshooting. An additional vad stopped alarm due to a failure of the pump to restart after multiple attempts was logged at 19:25:16. A successful motor start event was recorded at 19:28:02, after which the pump¿s power consumption was above normal operating range and one (1) high watt alarm was logged at 19:29:54. As a result, the reported vad stopped and high power events were confirmed. Additional information received indicated that, following the vad stopped alarms, the patient experienced ventricular fibrillation and had darkened urine and lactate dehydrogenase (ldh) values indicative of hemolysis. Device thrombus was suspected and thrombolytic and anticoagulation therapy were initiate. Per the instructions for use, thrombus, hemolysis, and cardiac arrhythmia are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. A possible root cause of the initial controller losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. A possible root cause of the vad stopped alarms can be attributed to a failure of the pump to restart after several attempts. The vad is not in scope of fca cvg-21-q3-21. An internal investigation is pending. A report will be sent when root cause for the internal investigation has been determined. Based on the available information and historical review of similar events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This supplemental is being submitted for additional information received regarding the laboratory data. B6 was updated accordingly with lab results submitted to manufacturer. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the ventricular assist device (vad) and the controller were not returned for evaluation. Log file analysis revealed three controller power up events recorded on 24/sep/2020 at 19:02:29, 19:02:49, and 19:03:05, without an associated motor start event. The data point prior to the losses of power revealed that a battery was connected to power port one with 25% relative state of charge (rsoc) and another battery was connected to power port two with 25% rsoc. The data point recorded after the loss of power revealed that the battery was connected to power port one and a different battery was connected to power port two. No anomalies were recorded leading up to the initial loss of power. The controller was without power for a maximum of 44 seconds. A vad stopped alarm was then logged at 19:03:23, indicating that the pump failed to restart after several attempts. A vad disconnect alarm was logged at 19:13:27, indicating a physical disconnection of the driveline from the controller, likely during troubleshooting. Two additional controller power up events and one additional vad disconnect alarm were logged between 19:23:40 and 19:24:58, likely during troubleshooting. An additio nal vad stopped alarm due to a failure of the pump to restart after multiple attempts was logged at 19:25:16. A successful motor start event was recorded at 19:28:02, after which the pump¿s power consumption was above normal operating range and one (1) high watt alarm was logged at 19:29:54. As a result, the reported vad stopped and high power events were confirmed. Additional information received indicated that, following the vad stopped alarms, the patient experienced ventricular fibrillation and had darkened urine and lactate dehydrogenase (ldh) values indicative of hemolysis. Device thrombus was suspected and thrombolytic and anticoagulation therapy were initiate. Per the instructions for use, thrombus, hemolysis, and cardiac arrhythmia are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. A possible root cause of the initial controller losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. A possible root cause of the vad stopped alarms can be attributed to a failure of the pump to restart after several attempts. CAPA pr00502194 is investigating pump failures to restart. Based on the available information and historical review of similar events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: con318380 h3: yes h6: FDA method code(s): b17, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15, d10 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Heartware ventricular assist system: controller 2.0, model #: 1420, catalog #: 1420, expiration date: 31/01/2019, serial or lot#: (B)(4), UDI #: (B)(4). Device available for eval: no, device evaluation anticipated, but not yet began. Mfg date: 10/01/2018. Label for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that the patient was found unconscious and was not breathing. The ventricular assist device (vad) exhibited above normal power consumption, high watts and vad stopped alarms sounded. The ambulance was called. The controller was exchanged but the alarms continued with the back-up controller. Emergency medical services initiated cardiopulmonary resuscitation (CPR) and heart massage was performed for 15-20 minutes. The patient was monitored in the ambulance and it was observed that the patient was in ventricular fibrillation. The patient received external defibrillation and the controller was exchanged again, as it was still alarming. The pump restarted and flow appeared after another external defibrillation. At this time the controller gave a high power alarm. The patient was intubated in the ambulance. When the patient arrived at the hospital, imaging tests were performed and no signs of thrombus were found. The patient had darkened urine and lactate dehydrogenase (ldh) values showed signs of hemolysis. A thrombus was suspected in the pump inflow cannula. The patient was taken to the intensive care unit (ICU), were tomography was performed again, and thrombolytic and anticoagulation therapy was initiated. The patient was being monitored and remained on mechanical ventilator support. The vad remains in use. No further patient complications have been reported as a result of this event.